Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lower uterine segment cesarean section because of complete placenta previa, absorbable sutures were used for uterine suture. The line was broken in the process of suture with no reason, and then the surgeon immediately replaced the new thread and continued stitching to complete the operation.